Manufacturer narrative:
Date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. There is no report of patient involvement.